Event description:
During extracting t2 tibial nail, when the surgeon extracted the nail, distal screw hole of nail had spiral foreign material. When the surgeon checked x-ray, other foreign material was not seen in the pt bone.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.